Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument became bent and was unable to move while grasping tissue, and it was removed along with the port while still grasping the tissue. The procedure continued using a backup force bipolar. The tse confirmed that an error code had been recorded on the affected arm at the corresponding time and explained that the issue could have been related to an instrument recognition problem. The customer requested confirmation of whether the instrument had been damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.